Event description:
Reported two false negative sars results. The consumer communicated the results were confirmed by an alternate testing method (method unknown). This is report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of similar complaints of the reported problem for this product was completed and no adverse trends were identified. Without product lot information, no further testing could be conducted. Root cause: insufficient information. Source: online customer reviews.